Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer has experienced high blood glucose that caused a hospitalization. Customer's mother stated the customer's set was coming off her body and cannula was bent; customer was not getting any insulin. The customer's blood glucose was 650mg/dl. The customer was wearing the insulin pump during hospitalization. The customer declined troubleshooting. The customer was advised to monitor her blood glucose and call back if she continued having high blood glucose.